Event description:
It was reported that there was a hole in the heater bag of an amia automated pd cycler set; further described as "one cassette package had a melted piece of tubing which left a hole in the heater bag". This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional machine testing of the sample was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.